Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt2825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, "experienced leakage from the white port of the PICC." No other information was provided.